Event description:
It was reported that, prior to being used for an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and exhibited a message indicating that it should not be implanted. The device was unable to be properly reset with a magnet, so it was decided to not use the s-ICD. No patient involvement noted. The s-ICD involved in this event is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior to being used for an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and exhibited a message indicating that it should not be implanted. The device was unable to be properly reset with a magnet, so it was decided to not use the s-ICD. No patient involvement noted.